Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during dwell 2. The care giver (cg) stated that there was a loose connection with the supply line and it was leaking. The technical service representative (tsr) had the cg cycle the power to clear the alarm. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The cause was determined to be due to a loose connection. The cause for the loose connection was not determined. Should additional information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. If additional or relevant information becomes available, a supplemental report will be submitted.